Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. (B)(4).

Event description:
Information was received from a trial patient and it was reported that the patient was upset that the leads came out. No further complications anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that ¿this whole thing came apart on my back.¿